Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the product.

Event description:
It was reported that the patient tried to change the cannula and the needle broke and injured her skin. The patient´s husband says the part that came in contact with her skin caused her scratches. He mentioned that the cannula ruptured in the part of the needle where the catheter fits. The patient didn¿t need any medical assistance.